Manufacturer narrative:
On sept. 5, the thermogard xp ivtm system (sn (B)(6)) didn't power up during preventative maintenance. The root cause of the issue was due to a failure of the power supply, attributed to the age of the device. The device's life expectancy is 5 years. The thermogard console was manufactured in july 2016 and is over 9 years old. The thermogard console failed the functional testing. The device was unable to power on when the power button was pressed, confirming the complaint. The console was connected to a different power supply and was able to power on. The power supply needs to be replaced to remedy the issue. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
On sept. 5, the thermogard xp ivtm system (sn (B)(6)) didn't power up during preventative maintenance. No patient involvement.